Event description:
The device reportedly gave a connect electrodes message during pt use. A second crew arrived and a back up device was used with the same disposable electrodes and treatment was continued. There was no adverse effect to the pt as a result of the reported event.